Manufacturer narrative:
MFR completed the entire form. Additional MFR narrative: customer has not yet returned the device to the MFR for device evaluation. When and if the device becomes available and is returned and evaluated the MFR will file a f/u report detailing the results of the evaluation.

Event description:
User facility reported that this device (portex blue line ultra tube) was in use. When treatment was completed, the nurse reconnected the oxygen tubing to the pilot line instead of the thumb port line. As a result, the cuff exploded. Bronchoscopy and emergent tracheostomy tube change was performed. Patient was reported to be in stable condition.